Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 16oct2018. The service engineer (se) inspected the device and resolved the issue by using the hardware screen to open the air valve to its maximum position, then toggle between the hardware screen and any other screen in the diagnostic mode to cycle the valve. The ventilator passed all performance verification testing.

Event description:
It was reported that the ventilator generated an air valve liftoff error message. No patient involvement. The event date was not specified; estimate used.